Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a starclose device after an unknown procedure with a small-bore sheath. Reportedly, the starclose device was deployed, but when the device was removed from the skin, the clip was visible on the distal tip of the device. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.